Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). This follow up report is sent in order to correct the serial number provided in initial report. The serial number was transposed when initially reported from the field. The correction done does not influance conclusions from initial report.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-mar-14 arjohuntleigh was notified about a complaint involving citadel plus bed. The reported incident took place in (B)(6) in the united states. Following the information reported the patient fell out of the bed. The patient was found on the floor with the side rail beneath him. The incident was unwitnessed. There was no injury nor other medical consequences reported. Additional information provided by the customer facility did not indicate any technical failure with the safety side prior the incident occurrence. Based on information gathered, at the time of the incident, the safety side was raised and the bed was lowered to its lowest position. The facility risk department staff stated also that the patient "had a habit of lying against the safety side". It needs to be emphasized that the citadel plus bed are dedicated to the patient's weighing up to 454 kg (1000 ib). The patient putting all of his weight on the safety side may cause its physical damage, although the safety sides itself are not intended to be used as a support lever. The device involved in the event is part of arjohuntleigh us rental fleet. Each rental device before being released for next rent must pass a quality control check. The pre-use check did not reveal any device malfunction. After the incident the bed was inspected by the arjohuntleigh technician. The evaluation confirmed that the safety side was totally detached from bed's frame. The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient safety: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs and should discuss use or non-use with patient and/or family". "Caregivers should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely". Summarizing, upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine that the patient's fall occurred due to safety side unexpected detachment under the force exerted by the patient. Although there was no injury sustained the complaint was decided to be reportable due to the allegation of patient's fall. The device was being used for patient care at the time of the incident. The safety side was reported to detach from bed's frame and from that perspective the citadel plus bed did not meet the manufacturer's specification.

Event description:
On (B)(6) 2018 arjohuntleigh was notified about a complaint involving citadel plus bed. The reported incident took place in (B)(6) in the united states. Following the information reported the patient fell out of the bed. The patient was found on the floor with the side rail beneath him. The incident was unwitnessed. There was no injury nor other medical consequences reported.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). This follow up report is sent to provide UDI numer that was not provided in final report.